Event description:
Attorney alleges plaintiff removal due to severe breast pain, severe capsular contracture, severe calcification, implant rupture, development of silicone leakage, extensive cosmetic damage, anxiety and depression.